Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred on (B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 4 (ethanol) and the reagent in bottle 11 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 4 (ethanol) containing 54% ethanol was used as the final dehydrating step and the reagent in bottle 11 (xylene) containing 68% xylene was used as the final clearing step in the affected runs. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% and the minimum xylene concentration required for use in the final clearing step of a protocol is 95%. The consequences of using reagents at a concentration less than the minimum required for the final dehydrating step and final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing runs.

Event description:
On 30 september 2025, leica biosystems received a complaint of "under processed tissue /ret a." Investigation of the instrument logs and the information provided determined bottle 4 (ethanol) was used as the final dehydrating step and bottle 11 was used as the final clearing step in the affected tissue processing protocols. Due to a user error, the reagent in bottle 4 (ethanol) contained 54% ethanol and the reagent in bottle 11 (xylene) contained 68% xylene; both concentrations are not appropriate for use in the final dehydrating and final clearing steps of a tissue processing protocol.